Manufacturer narrative:
A review of the manufacturing documentation of the leads revealed no anomalies or deviations potentially related to the reported event occurred during manufacturing. A review of the sterilization documentation found them to be satisfactory.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#:sc-2218-50e (B)(4) description:enh st trial ld kit the explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the trial patient developed an infection due to contaminated bandages. The patient was prescribed antibiotics and is doing well.

Event description:
A report was received that the trial patient developed an infection due to contaminated bandages. The patient was prescribed antibiotics and is doing well.